Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative from colorectal surgery, poor staple formation was observed. Dehiscence and bleeding on the staple line was noted. Reintervention to the dehiscence of staple line was performed. An additional operation was performed to correct the issue.